Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. Based on evaluation results, for the flickering issue reported, it is probable that this caused by energization failure due to wear on the contact pin (electrical contacts). The wear on the contact pin is presumed to occur due to aged deterioration/ consumed deterioration. Nine years have passed since the product was manufactured. A burning smell could be due to the main unit accumulated and collected dust on the ventilation hole of the main unit and all that dust clogged up, restricted the main unit airflow ventilation and burning smell occured. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: wipe this instrument's surface using a soft, lint-free cloth moistened with 70% ethyl or isopropyl alcohol to remove dust, dirt, etc. Hold the video plug so that the up mark is facing upward. Push the video plug into the video connector socket until it clicks. Olympus will continue to monitor complaints for this device.

Event description:
The reported event occurred during a diagnostic procedure. Device was inspected prior to use. No delay in the case and the intended procedure was completed with same device.

Manufacturer narrative:
This supplemental report is being submitted to provide updates on sections: b5,g4, g7, h2, h6 and h10.

Manufacturer narrative:
The device was evaluated. Device evaluation confirmed the reported issue of image flickering. Device was found to have worn out contact pins inside the video connector attributed to flickering image. Aging battery was determined and showed yellowing color around the third party lamp in the a and b housing of the lamp. The identified parts were replaced, device was repaired and tested. The device passed all required testing and specifications. Issue was resolved.

Event description:
It was reported that during an unspecified procedure the device exhibited an error lamp issue and a burning smell occurred. The reporter also stated that there was an intermittent image and flickering. There was no patient harm or impact was reported. No user harm or injury was reported.